Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reports that the ventilator alarmed for low tidal volume and high peak pressure. There was no patient injury.